Event description:
The customer reported that the device was making a noise. It was taken out of the surgical field to be cleaned and the surgeon noticed that the tip was broken and then fell to floor. This happened midway through the case. Nothing fell into the pt cavity and there was no pt injury. The case was completed by installing a new dissector. The site contact was not able to able to provide add'l pt info other than there was no injury to the pt.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.